Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-oct-2019 with the following findings: investigation revealed the battery and the cartridge compartments were cracked. During testing, the pump was powered on and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. Further investigation revealed the cartridge compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on 24-oct-2019. There was no indication that the product caused or contributed to an adverse event.